Manufacturer narrative:
E1: initial reporter first name: (B)(6). E1: initial reporter facility name: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor overinfused the medication. It was observed that the device completed the medication delivery earlier than expected. The device contained 80ml of 5-fluorouracil and 176ml of 0.9% sodium chloride (nacl). This occurred during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: h4, h6, h10. H4: the lot was manufactured between june 27, 2023 - june 28, 2023. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.